Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Since august 2024, following a car accident, the user has been experiencing intermittencies in sound when using the device. The user was re-implanted.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact most likely due to the reported car accident. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Since (B)(6) 2024, following a car accident, the user has been experiencing intermittencies in sound when using the device. The user was re-implanted.